Event description:
It was reported that the system 7700 and problems with vertical lift. There was no adverse pt involvement reported. There was no pt info reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. It was found that a fuse had opened on the vertical lift power supply. The fuse was replaced. The system was tested and found to be working as intended and placed back into service.